Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration and baclofen at 400 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the pump stalled for about a day, then recovered, then stalled again for a week before recovering. It was stated that the pump had now been working again for about a week.. The patient was able to hear the pump alarm when it was stalled. It was further noted that the patient had a new "electronic bed" and it was speculated that it may be a magnetic bed. The event date was noted to be (B)(6) 2016. The pump logs were checked and surgery was scheduled for (B)(6) 2016 to replace the pump. The cause of the stalls was undetermined. It was unknown if the stalls were resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.